Manufacturer narrative:
Medex recognizes that this report of additional info is not being submitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error and was only recently discovered as having been overlooked. Medex continues to be committed to regulatory compliance and will take steps to ensure that this does not recur. The unit was not returned to medex for eval however the director of technical services evaluated the unit at the hospital. He confirmed that the plunger retainer was missing and found that the unit delivered within spec during a flow test. The pump history was downloaded and reviewed. The infusion was started with 45 cc of fluid in a 60 cc syringe and was programmed to deliver 0.3ml/hr. The infusion was stopped and restarted a couple of times during the infusion. The infusion was then set at 0.1 ml/hr and was restarted. The unit then alerted check clutch approximately 54 minutes since last stop. This was due to the track being manually moved during the infusion to a new position that indicates approximately 1 ml of fluid was left in the syringe. The infusion was restarted at a rate of 0.1 ml/hr. The unit alerted near empty and the syringe pops out after 0.226 ml had been infused. The syringe pops out alert occurs when the syringe is removed from the pump while it is still infusing. According to the rn, they were experiencing difficulties with the pressure the ECMO unit during this time causing frequent alarms from the ECMO pressure alarm. The override switch was used that allows the ECMO unit to exceed the negative 55 mmhg limit. She further indicated that she had been aware that the plunger retainer was missing when she started the infusion. Medex was unable to confirm an overinfusion however it is possible that this issue was caused by a combination of the plunger retainer missing and the negative pressure on the ECMO circuit exceeding the pressure limit causing the syringe plunger to disengage from the plunger holder and the contents of the syringe to be siphoned. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the contents of a 60cc syringe containing dopamine in d10w were delivered within approx two hrs. The infant's glucose increased from the 280 range to 433. The infant's vital signs were stable. The reporter further stated that the pump was used with a missing retainer which may have contributed to this event. Additionally, the reporter further stated that way in which the pump was connected to the inflow side on an ECMO system may have been a contributing factor.